Event description:
Surgeon reports that patient underwent bilateral mastopexy and breast augmentation with implants and presented approximately 2 weeks following procedure with indication of prevelant drainage, inverted incisions and areas of wound separation. Local wound treatment and antibiotic therapy was initiated. Over the ensuing several days the wounds continued to show signs of progressive dehiscence. The ascending surgeon opines that the event is due to a premature absorption of the suture. The wounds now appear clean. The implants do not appear to be involved.